Manufacturer narrative:
The patients age was not reported; however, it was reported that the patient is over 18 years old. (B)(4) captures the reportable event of gel misplaced - non-vascular. The complainant indicated that the device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a spaceoar was implanted between the rectal wall and prostate with a transperineal approach during a spaceoar placement procedure performed on (B)(6) 2019. According to the complainant, after the procedure, the hydrogel flowed out with the urine, measuring approximately 5cm and 5mm in length. Reportedly, under ultrasound image, the injection needle seemed to penetrate the prostate. There were no serious injury or adverse patient events reported as a result of this event.